Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 71236ud00. However, in house testing was performed utilizing retained kits of lot 71236ud00. All testing passed indicating the reagent lot is performing as expected. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint issue. A review of the (B)(6) instrument service history identified no contributing factors to the current complaint issue and there were no subsequent tickets documenting erratic or discrepant patient results. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 71236ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 for multiple patients. The following results were provided: on (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 22.2 pmol/l; (B)(6) 2025, repeat result (B)(6)= 11.1 pmol/l , on (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6))= 24.0 pmol/l; (B)(6) 2025, repeat result (B)(6) = 9.6 pmol/l, on (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 26.6 pmol/l; (B)(6) 2025, repeat result (B)(6)= 12.8 pmol/l, on (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 27.1 pmol/l; (B)(6) 2025, repeat result (B)(6)= 14.6 pmol/l, (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 23.3 pmol/l; (B)(6) 2025, repeat result (B)(6)= 12.8 pmol/l . There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I free t4 for multiple patients. The following results were provided: on (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6) = 22.2 pmol/l; (B)(6) 2025, repeat result (B)(6)= 11.1 pmol/l . On (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6) = 24.0 pmol/l; (B)(6) 2025, repeat result (B)(6)= 9.6 pmol/l. On (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 26.6 pmol/l; (B)(6) 2025, repeat result (B)(6)= 12.8 pmol/l. On (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 27.1 pmol/l; (B)(6) 2025, repeat result (B)(6)= 14.6 pmol/l. On (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 23.3 pmol/l; (B)(6) 2025, repeat result (B)(6)= 12.8 pmol/l . There was no impact to patient management reported.